Event description:
It was reported that increased capture threshold was observed on the right atrial (ra) lead. It was suspected that the cause of the increased capture threshold was due to fibrotic tissue. The ra lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.